Manufacturer narrative:
Motion interrupt pan, siderail cable. After multiple attempts to contact the user facility with no avail, it has been unable to be determined whether or not the bed was in service at the time of the report. Stryker field technician was informed that this bed had been used for parts of other beds within the facility, but it is unknown as to which beds. This report was initiated to get this product repaired and back into service.

Event description:
It was reported that the bed needed a new motion interrupt pan and new siderail cables. No adverse consequences alleged.